Event description:
It was reported that during an unk procedure, two devices didn't work with hand activation. The casue was completed with the second device with the footswitch. No pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.